Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were multiple power cable disconnect alarms on the black power cable. The black power cable connection was difficult to connect with multiple different clips. The controller was exchanged. It was reported that the exchange resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnects on the black power cable and difficulty connecting the black power cable to power was not confirmed. The heartmate iii system controller (serial #: (B)(6)) was not returned for analysis and no log files were submitted for review. Additional information communicated on 28oct2020 indicated that the heartmate iii system controller (serial #: (B)(6)) was shipped multiple weeks earlier to abbott; however, to date the system controller has not arrived. The root cause of the reported events was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications prior to being delivered on 26feb2020. The heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.